Manufacturer narrative:
The investigation for the high purge pressure has been completed. Without sufficient clinical information and without the sample device, the root cause of the reported issue could not be determined. The instructions for use provides troubleshooting for high pressure issues. It states unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ the failure modes will be monitored and trended. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 55yo male was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that there were purge pressure high/blocked alarms. The purge solution was changed to tissue plasminogen activator (tpa). It is unknown if the high purge pressures resolved. The pump was eventually removed. There was no patient harm reported.